Manufacturer narrative:
Voluntary medwatch report received: mw5164898.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited high capture threshold. Additionally, the rv lead was found to be damaged during the device replacement procedure. The rv lead was capped and replaced. The patient condition was not known.